Event description:
Three proglide 6 f perclose suture-mediated closure system # 12673-03 with lot numbers 7110942 exp date 09-30-2019 did not deploy. Two other proglides needed to be opened in order to complete the procedure.